Event description:
On april 9, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra is giving a "strip insertion" message. This complaint is classified according to the documentation of the customer care advocate. The "strip insertion" began the month prior, and reoccurred on five days prior to original date. On the same day, the patient was unable to obtain a blood glucose reading on the subject meter due to the reported issue. Reportedly, the patient doubled his metformin dosage on his own accord because, he felt bad and was worried. The patient claimed that as a result of the action taken, the patient wandered into the street and passed out from low blood sugar. The patient was taken to emergency room. It is not know the method of transportation and the medical invention the patient received in route to the hospital. Upon arrival, the patient obtained a blood glucose reading of "400 mg/dl" on the ER meter and was treated with "liquid in an IV, some metformin, and insulin (unspecified). It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The reported issue was not resolved during troubleshooting. This complaint is being reported because, the patient claimed he received medical intervention that was suggestive for hyperglycemia after he was unable to obtain a blood glucose reading the same day, due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.